Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was sticking, and the latch was not locked. A field service engineer performed to lock and repositioned the latch to resolve the issue. The customer was able to recover the drawer, logged in to station and inventory the medications successfully. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es failed drawer and mini tray wont close on a station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.